Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recording period between july 19, 2019 and october 18, 2019 the right ventricular (rv) stimulation impedance was recorded steady around 1400 ohms, the rv sensing amplitude was recorded steady between 11mv and 14mv and the rv shock coil impedance was measured steady around 125 ohms. In the provided iegms artefacts are visible both in the rv and farfield channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 137 months, oversensing on the ventricular channel was reported.